Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial#: (B)(6) implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was as of today the pts implant (ins) was not accepting instructions from the controller. They were trying to get stimulation for their pain but was not getting nothing since the controller would not charge or communicate to the ins. Agent asked when the pt last charged the ins and they said it was not working. During call pt verified no damage to the controller port, controller battery, or to controller battery compartment. Caller removed the controller battery and plugged the controller into the ac power supply, caller verified the controller turned on and said no device found. Caller put the battery back into the controller and verified the controller was charging. Caller unlocked the controller and got no device found so they went next to the patient and they got the message settings not available. Pt got onto the line and said the controller battery was at 50% and the ins was 100%. Pt had group c turned on but got nothing for they could not increase stimulation even though they could decrease it. Pt was redirected to their hcp. Pt went on to say that even though their controller was at 50% it would only last a day or two for the controller would not stay charged and in a week the battery would be dead. Pt had been having trouble with the controller since january and their therapy settings issue started today. The controller could be charged to 100% then in a day or two it would be dead so their rep said to call for a new controller battery. The issue was not resolved. An email was sent to the repair department to replace the controller battery. Additional information was received from patient. It was reported that the battery of their controller was replaced. They received a shock prior to meeting with their manufacturer representative (rep). The rep said "oh, I think you will be ok". The patient was instructed to leave it on all the time. They went home, turned the stim off, and made an appointment with their healthcare provider (hcp). The hcp suggested replacing the stimulator and then met with the surgeon. They are currently waiting for the latest technology to be available for removal and replacement. When they met with the surgeon, an impedance scan was run on their stim and was found to have problems. They were advised to have it turned off. The patient stated they miss their stimulator. It really limits their time on their feet.

Manufacturer narrative:
H10: please disregard previously reported concomitant products. There are no concomitant products involved in this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. Surgery is planned to replace implant, surgery has not been scheduled yet as they are waiting for newer technology.